Event description:
New information noted that the patient's right ventricular lead was capped and replaced on (B)(6) 2019. The patient's condition was stable throughout the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net. Review of the patient's device transmissions revealed high pacing impedance and high capture threshold values on the right ventricular lead. Programming changes were made.